Manufacturer narrative:
The reported complaint of the innercool stx surface system (sn (B)(6)) displayed low limit temperature errors was confirmed during functional testing. The root cause was due to a damaged pcb main board. During visual inspection, no physical damages were observed. During functional testing, the innercool stx surface system displayed low limit and high limit temperature, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the innercool stx surface system with serial number (B)(6).

Manufacturer narrative:
The innercool stx surface system (sn (B)(4) was returned to zoll on 18 aug 2020 for investigation; however, investigation is still in progress. A supplemental report will be filed when the investigation for innercool stx surface system has been completed.

Event description:
During device check, the innercool stx surface system (sn (B)(4) displayed low limit errors. No patient involvement.